Event description:
Customer reported 2 false positives for herself (patient 1) and 1 other individual with cue covid-19 test for home and over the counter (otc) use. This MDR is to document the false positive results for patient 2. Patient 2: individual received a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Individual tested negative on the same day with a repeat cue covid-19 test and a test at kaiser. Methodology of confirmatory test performed at kaiser was not provided. Customer had no known exposure and was vaccinated with 2 boosters. Cartridges were stored within the recommended temperature range. See MDR 3016758165-2022-00165 for patient 1.

Manufacturer narrative:
Update to g4: PMA/510(k) number added update to h10: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number or cartridge serial number were not provided. Customer did not respond to three attempts from technical support for additional information. Correction to d4: serial number and lot number unknown

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
(B)(6) 2022: customer reported 2 false positives for herself (patient 1) and 1 other individual with cue covid-19 test for home and over the counter (otc) use (sn (B)(4) lot 25491d, reader sn (B)(4)). Customer followed up with a cue covid-19 test for home and over the counter (otc) use test same day that was negative (sn (B)(4) lot 25491d) and a test at kaiser that was negative. Methodology of confirmatory test performed at kaiser was not provided. Customer had no known exposure and was vaccinated with 2 boosters. Cartridges were stored within the recommended temperature range. See MDR 3016758165-2022-00165 for patient 1.